Event description:
The customer reported that the unit showed an error 1000. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit showed an error 1000. There was no report of patient involvement. The unit was evaluated at philips and the failure was verified. Replacement of the power pca resolve the failure. The unit passed all post servicing testing and was shipped back to the customer site.